Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that there were no spo2 alarm at night from 4:00 to 7:00 in the morning. Same thing at the time of transmissions; the department says that it was not ringing. It was reported that there were no issues with the neonatal patient; the patient has been discharged.